Manufacturer narrative:
The device was received by the (B)(6) center in (B)(6) and an evaluation was performed. The evaluation determined that the device battery charging failure was due to a manufacturing defect of the internal battery. The internal battery was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device's internal battery was not charging. There was no patient injury reported as a result of this incident.